Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient underwent a femto lasik and the vision was +1 sph. The patient has coma in the left eye. Additional information has been requested. There two complaints associated with the patient. This is 2 of 2 files.

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. This lens was the replacement lens for an unspecified issue. The lens was implanted (B)(6) 2023. On (B)(6) 2024 the patient had lasik surgery. After the lasik surgery the patient reported seeing ¿a light tail like from a comet¿. Due diligence has been performed in an attempt to obtain further information on this event. The reporter declined to provide specific information and stated the surgeon would contact and provide any further information. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.